Manufacturer narrative:
Patient identifier and patient weight were not made available from the site. (B)(4) 2014 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(4) 2014 a medtronic representative and a site biomed representative reviewed images and confirmed the images were in the correct orientation on the mobile viewing system (mvs). (B)(4) 2014 a medtronic representative, following-up at the site, reported the radiographic technologist (rt) closed the o-arm 1000 imaging system, then took 2d images. The surgeon was expecting an anterior posterior (a/p) image, as that was what was normally seen, however, the rt did a posterior/anterior (p/a) image. Based on the p/a image, the surgeon made an adjustment to a screw. - the medtronic representative addressed this issue of reversed images with the x-ray technicians on site, as well as the surgeon, clarifying proper tube and detector placement for an anterior posterior (ap) vs. A posterior/anterior (pa). Recommendations were made for the proper technique to ensure images would not be flipped. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's o-arm 1000 imaging system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Finding & conclusions of software investigation: the behavior described is the intended behavior of the software. Software is functioning as designed. According to the log file from (B)(6) 2014, the user clicked and holds the gantry rotation button for a few seconds (5 or 6 seconds) which will cause the image to be displayed in different orientation than its default. User error caused the event.

Manufacturer narrative:
The engineering investigation into this complaint found that the o-arm did not malfunction. The situation may have been the result of inadequate communication between the requesting surgeon and the radiology technician or it may have been a positioning error by the radiology tech. This occurrence appears unrelated to the type of imaging device used, so either cause would be outside the control of the o-arm. The o-arm has control measures in place to alert the user to the orientation of the patient.

Event description:
A site representative, radiographic technologist (rt), reported that while in a spine procedure, after taking iso-center posterior/anterior (p/a) shots, the images were thought to appear flipped. Using images that were taken opposite of what the surgeon anticipated seeing, the surgeon replaced screws on the wrong side of the patient. The surgeon opted to continue without the use of the o-arm 1000 imaging system and completed the procedure. The last p/a image was used to confirm screw placement. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's o-arm 1000 imaging system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.